Event description:
A cgm error was reported, and there was an issue with the pump battery depleting too quickly during this error. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, which resolved the cgm error, allowing the customer to successfully start their sensor session. The customer was informed that the battery depletion was likely due to the pump searching for the sensor and was advised to monitor the situation and call back if the issue persisted.